Event description:
A dialysis technician contacted global technical service (gts) to report an issue with a tina hemodialysis machine. The tech reported the device had a blood leak alarm, during therapy. A follow up call was done via phone. The dialysis technician stated they just ended the patients therapy early, there was no injury or medical intervention reported. A field service engineer (fse) went to the facility. The fse confirmed and duplicated the reported problem. The fse found the blood leak detector out of calibration. The fse re calibrated the blood leak detector and this resolved the issue. The fse performed functional testing and the device passed all checks and was left in working condition at the facility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The instrument was evaluated by the field service engineer (fse) at the customer location. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.